Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effect of foreign body in patient is listed as a known patient effect that may be associated with use of a peripheral stent in native peripheral arteries. The investigation was unable to determine a conclusive cause for the reported difficulty and patient effect of foreign body in patient. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional absolute pro device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that on (B)(6) 2017, the procedure was to treat a lesion in the right external iliac artery. After positioning a 6fr non-abbott guiding sheath, a 7.0mm x 40mm x 135cm absolute pro vascular self-expanding stent system (sess) was advanced via the left common femoral artery, up and over to the target lesion in the right external iliac artery. The absolute pro stent was difficult to visualize under fluoroscopy and thought to be positioned in the target lesion; when releasing the stent, it was discovered that the proximal half of the stent had released inside of the guiding sheath. The sheath, guide wire, and partially deployed stent were withdrawn as a single unit, with resistance felt but no vessel damage noted. However, when reaching the left common femoral artery, the portion of the absolute pro stent that was protruding broke off / separated in the vessel. The separated stent portion was successfully surgically removed and treatment of the target lesion was rescheduled for (B)(6) 2017. The patient returned for treatment of the target lesion on 23 march 2017. A 9.0mm x 60mm x 80cm absolute pro vascular sess was advanced via the right common femoral artery. This absolute pro stent was also difficult to visualize under fluoroscopy and thought to be positioned in the target lesion. Thus, the stent was deployed, but it was discovered that the stent was deployed completely outside of the target lesion (partially in the abdominal aorta with the rest of the stent deployed in the common iliac). Another unspecified absolute pro sess was advanced without visibility issue and the stent was successfully deployed in the target lesion. No additional information was provided.